Event description:
The customer reported via phone call that the reservoir and infusion set tubing had a presence of air bubbles. The customer's blood glucose was 118 mg/dl. The customer stated that the high pressure test was performed and air bubbles were still present. After running a 5 unit fill cannula, the bubbles were still visible. The customer stated that the bubbles were at the top of the reservoir. After an infusion set change, the air bubbles did not persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.